Event description:
The catheter was placed on 7/30/96. On 7/31/96, the catheter apprently broke away from the hub. The catheter was repaired with a silver cannula and left in for two more days. The catheter then broke again 1 cm below the tip of the cannula. The catheter was then removed from the pt.